Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient experienced shocks noted as ¿zingers¿. This started about 2 months ago and was of a sudden onset. The patient also mentioned they peed 30 times yesterday and twice in their pants so they turned the stimulation all the way up and this morning and it was better. It was also recommended that the patient could turn the stimulation down or off to see if that helped with the shocking. There were no further complications reported or anticipated.